Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the sapien 3 valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. To maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. To prevent possible leaflet damage, the valve should not remain fully crimped and/or in the loader for over 15 minutes. During thv positioning, place the thv completely within the landing zone. Avoid position the distal (outflow) half of the thv within any residual stenosis which may affect proper leaflet function. Placement of the thv in the proximity of stenosis can result in the thv movement during deployment. Assess the valve post-deployment using fluoroscopy. Withdraw the delivery system from the valve before assessing. Perform post angiogram with wire still in position to assess: valve position and expansion, patency of coronary arteries, and functional assessment of valve (central leak, pvl, etc.). Perform pressure assessment. If post-dilation is necessary if paravalvular jets are clinically significant. Post-dilate with the delivery system. If regurgitation is central rather than paravalvular, do not post-dilate. No IFU/training deficiencies were identified. As the event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The improper leaflet coaptation was unable to be confirmed as relevant images or the device was not provided for evaluation. Due to the unavailability of the device, engineering is unable to perform visual inspection, functional testing, and/or dimensional testing to determine the presence of a manufacturing non-conformance. However, a review of DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the implant of the 23mm s3 was completed under standard technique through the esheath. However, after implantation, angiography showed significant pi through the s3 valve. Intracardiac echo (ice) was then used to confirm the pi. The intracardiac echo showed that only 1 leaflet of the 23mm s3 to be functionally. The other leaflets were not visibly seen and had significant leak through the middle of the s3'' and ''the team did post dilate after the initial implant of the first valve''. There are several patient and/or procedural factors that alone or in combination can impact leaflet motion restriction, which leads to valve central regurgitation or leaflet motion restricted in patient. These events are typically a result of overexpansion of the thv, impingement of a leaflet due to the guide wire, and slow recovery of adequate ventricular flow post valve deployment. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. In this case, post-dilation of the valve was potentially led to overexpansion of the thv and resulted in improper leaflet coaptation. As such, available information suggests that procedure factors (post-dilation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, a pulmonary pre-stent was placed through a previously placed non-edwards surgical heart valve for valve in valve replacement. The implant of the 23mm s3 (sn: (B)(4)) was completed under standard technique through the esheath. After implantation, angiography showed significant pi through the s3 valve. Intracardiac echo (ice) was then used to confirm the pi. The intracardiac echo showed that only 1 leaflet of the 23mm s3 to be functionally. The other leaflets were not visible and had significant leak through the middle of the s3. The decision was made to implant a 2nd 23mm s3 valve due to the previous valve having likely 2 frozen leaflets. The 2nd valve was implanted in the standard fashion and the significant pi was resolved and confirmed with angiography and hemodynamics. The team did post dilate after the initial implant of the first valve but have done many tpvrs with post-dilation and have never seen frozen leaflets. The initial stent frame placed before, in the melody, also appeared to be significantly compromised that could have also been a culprit but would also be difficult to prove.